Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not consistently sensing arrhythmias. During an episode, the patient fell and went to the emergency room. The patient later had a system upgrade and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.